Manufacturer narrative:
(B)(4). Investigation results: a fully mounted wallflex biliary covered stent was returned for analysis. Visual examination of the returned device noted that the outer sheath was broken just proximal to the guidewire access port and the outer sheath was accordioned. The stainless steel tube and handle were detached and were not returned, and a large section of the inner shaft was no longer inside the blue outer sheath. Functional analysis found that a guidewire that was measured to have a 0.038 inch diameter was removed from the inner shaft and it was not possible to deploy the device. No other issues were identified with the device. The investigation noted that the returned device shows signs of damage consistent with the application of excessive force during attempted deployment. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu states ¿the interior tube has a single central lumen to accommodate a 0.035 in (0.89 mm) guidewire¿ and lists a 0.035 in (0.89 mm) stiff-bodied guidewire as required equipment. The investigation concluded that the extra force required to insert the .038 inch guidewire found within the device was likely to have resulted in damage to the device that prevented deployment. Therefore, the most probable root cause classification is user/use error.

Event description:
It was reported to boston scientific corporation on october 10, 2016 that a wallflex biliary rx fully covered stent was used in the common bile duct to treat a malignant stricture during a stent placement procedure on (B)(6) 2016. Reportedly, patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician tried to deploy the stent twice, however; the stent failed to deploy. The procedure was completed with a 10mm x 60mm stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken near the guidewire access port.